Event description:
Information received indicates while performing preventive maintenance on the bed, the technician found the brake casters were ratcheting from side to side when in brake.

Manufacturer narrative:
Technician replaced the brake and brake/steer casters to repair the bed.